Event description:
It was reported that while preparing for a urological stenting treatment procedure the distal pigtail was torn. The target lesion was in the "urinary duct". A percuflex plus had been selected to treat the target lesion. While preparing the device, the straightener was removed from the stent and it was noticed that the distal pigtail was torn. The device did not contact the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".